Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient is using the device. The recipient's device remains implanted. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. The recipient remained hospitalized days following surgery. The recipient has resumed use of the device.